Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported the implantable neurostimulator (ins) moved one or two years ago, but their doctor told them nothing could be done about it. It was also mentioned the consumer had scoliosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.